Event description:
An implantable pulse generator (ipg) was returned from a hospital morgue with no information. Information identified in the manufacture's data base indicated the patient died approximately five months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned and not analyzed because it met expected longevity. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.